Manufacturer narrative:
(B)(4). The medtronic service engineer replaced the battery and the ventilator worked properly.

Event description:
It was reported that the ventilator battery would not hold a charge. There was no patient involvement.